Event description:
Patient called to report they believe device was malfunctioning which caused a hospital stay prior to explant. Device was explanted due to eri and sent to the manufacturer for analysis. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker interrogation revealed the eri battery status since january 08, 2023. Furthermore, the pacemakers memory content was analyzed indicating no anomalies, particularly the average current consumption was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemaker was implanted for approximately 139 months. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. In summary, the pacemaker was fully functional. The battery condition was found to be normal and as expected after an implantation duration of 139 months. The analysis did not reveal any sign of a material or manufacturing problem.